Manufacturer narrative:
The events of lymphadenopathy and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infections," "they have been sick from the implants for a long time with autoimmune issues, anti-inflammatory, swollen lymph nodes," "pain, joint pain, muscle pain, fatigue, body pain, they are not feeling well¿ and ¿exchange due to patient¿s concern with textured product.¿

Event description:
Patient reported experiencing concern with the textured product, pain, infection, and swollen lymph nodes. Patient also reported ¿have been sick from the implants for a long time with autoimmune issues,¿ "fatigue," "not feeling well," ¿anti-inflammatory,¿ and ¿joint pain, muscle pain, body pain;¿ these events are not related to the device and will not be reported. This record is for the left side. Device remains implanted. The manufacturer of the device is unknown.